Event description:
The user facility reported that a pt sustained chemical colitis after undergoing a diagnostic colonoscopy. Following the procedure, the pt was said to have experienced abdominal cramping and bloody diarrhea. The pt returned to the facility the next day, and was referred to a hosp for cat scan. The pt was then diagnosed with chemical colitis. The pt was admitted to the hosp and was released after two days. The pt is reportedly doing fine.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The instrument channel of the device was examined and found an unidentified white substance inside channel mount unit, suction cylinder unit, and suction mouthpiece. The distal tip cover was dirty, and reddish residue was noted inside the air/water channel port at the distal end. These phenomena were attributed to insufficient reprocessing. Additionally, there was excessive play on the control knobs and variable stiffness controls due to stretched wires. Scrapes and peelings were observed on the insertion tube and severe buckles noted below the boot. The device was serviced and returned to the facility. An olympus endoscope support specialist (ess) also visited the user facility as part of the follow-up into this report. The ess reported observing deviations from the recommended reprocessing practices. The ess provided training on the correct reprocessing of the endoscopes, and suggested that the facility obtain some additional equipment to ensure that the endoscopes were stored properly before use. The user facility stated that they believed the reported event was related to the automated endoscope reprocessor (aer), and that they did not suspect the endoscopes. Olympus was informed that the aer was returned to the manufacturer due to an excessive chemical odor on endoscopes. The user facility has incorporated additional rinses with sterile water and alcohol through the device channels to reduce the chemical smell. This report is being submitted as an MDR in an abundance of caution. This is the first of four incidents reported by this facility as part of this report. See also 8010047-2009-00024, 8010047-2009-00025, and 8010047-2009-00026.